Event description:
It was reported the programmer would not interrogate. A new programmer head was tried but still had problems. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 rf head. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer would not interrogate due to loose rf (radio frequency) head connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.